Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the telemetry of this cardiac resynchronization therapy pacemaker (crt-p) experienced loss of telemetry. Analysis of the device was performed, and it was determined that the first loaded voltage measurement taken was resulting in disabling rf telemetry. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.